Event description:
It was reported that a "newly" implanted lead had "possibly" perforated. It was also noted that the patient had chest pain and there was an increase in pacing capture threshold. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.